Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced a blood glucose of 43 mg/dl with lethargy and confusion. The reporter indicated that a family member had to contact emergency medical services who administered glucagon related to the event. The reporter indicated that the patient would normally have been treated for the low blood glucose with soda however the reporter indicated that the patient was on fluid restrictions for an unrelated health issue. The reporter indicated that the event did not appear to be an issue with the pump but stated that it was possible that adjustments may have been needed to the basal rates. The pump was reviewed with the patient and confirmed that there were no issues found with the pump related to the event. This report is made based on the allegation that the patient received medical treatment for hypoglycemia of unconfirmed cause while using insulin pump therapy.